Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00597206529 all poly patella size 29 mm dia. Standard 8.0 mm thickness 61454098 00599603210 lps art surf ef 3-4/str yel 10 61302102 00599601552 femoral component option for cemented use only size e right 61568692 00598003702 tibial component stemmed precoat 61543902.

Event description:
It was reported that the patient was revised approximately four years post-implantation due to tibial loosening.

Manufacturer narrative:
Upon receipt of additional information it has been determined that zimmer biomet does not have reporting responsibility for this device and the appropriate party was previously notified of the event. Please consider this report void.